Event description:
It was reported that the pump battery was depleting quickly. Customer declined to further troubleshoot with tandem technical support and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.